Manufacturer narrative:
The event occurred in (B)(6). Device was discarded.

Event description:
Customer reported she was admitted to the hospital with ketones due to a leak, believed split, in the infusion set tubing causing her blood glucose level to rise. Customer stated she woke up with higher blood glucose readings, she bolused, and then noticed that there was a leak in the tubing; self-adhesive was also wet. Customer reported she changed the cannula and her blood glucose level came down and she went to the hospital as she had ketones; was monitored for 24 hours and treated with insulin IV. Customer discarded the alleged cannula. Requested return of the unused cannulas from the same box for evaluation.